Manufacturer narrative:
Fractured screw. Implant had to removed in the same surgery. No other implant was placed.

Event description:
Fractured screw. Implant had to removed in the same surgery. No other implant was placed.

Event description:
Fractured screw. Implant had to removed in the same surgery. No other implant was placed.

Manufacturer narrative:
Fractured screw. Implant had to removed in the same surgery. No other implant was placed. No damage that could impair the connection between the implant and the cover screw can be detected. The implant is functioning properly and the dimensions relevant to the function of the implant / cover screw are within tolerance. As the cover screw is not available, no further analytical statement can be made. Dentist should have consulted instruction for use to prevent this from happen.